Event description:
The patient was undergoing a thrombectomy procedure in the left distal m2 and a3 segment of the middle cerebral artery (mca) using a penumbra system 4max reperfusion catheter (4maxc) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, after completing the second pass using the 4maxc, the 4maxc fractured. Therefore, the 4maxc was removed. The procedure was completed using a 3maxc. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was misplaced by the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.